Event description:
Used "ear candle" from health food store. Wax dripped into my ear causing burning & wax blocked my eardrum. Experienced severe pain & impaired hearing. I used this product per package instructions. Defective product caused hot was to enter my ear canal - burning and blockage resulted. Prescription ear drops 2008. Ear flush performed by rn and z-pack antibiotic prescribed five days later. Out pt surgery to remove blockage in the same month. Dose or amount: 1 candle per ear. Frequency: once. Route: dates of use: 2008.(1 time only). Reason for use: clean ears. Event abated after use stopped or dose reduced: no.